Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 70% stenosed target lesion was located in the mildly calcified, non-tortuous mid left anterior descending (lad) to the distal left main (lm) artery. Without predilating, a 3.0x28mm promus element stent delivery system (sds) was advanced and the stent was deployed at 16 atms. After deployment the distal stent was well apposed; however the proximal part of the stent was under apposed and a 3.5x8mm and 4.0x8mm quantum maverick balloon catheter was advanced for post-dilatation. After the second post dilatation was performed, the physician observed that the stent recoiled. To treat the recoiled stent, a promus element 3.5 x 24mm sds was advanced through the 3.0x28mm promus element stent. No additional patient complications were reported. This product is only ous approved but it is similar to an approved us device.